Manufacturer narrative:
(B)(4).

Event description:
It was reported the "pump powered down 3 times, over the last few hours, without any alarms, during normal pump operation in the ICU. Pump was exchanged for another." No patient injury or consequence reported. Patient condition reported as "fine". Additional information stated that the pump was in use 12 hours prior to event occurring. The pump is powering down completely and does not issue any sort of warning or alarm prior to powering down. The pump was plugged into wall power and a lightning bolt in the battery icon was displayed. The yellow battery charge indicator light was lit. The second pump functioned with no issues.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "pump powered down (B)(4) times without any alarms" was not able to be confirmed as no iabp part was returned for investigation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends.

Event description:
It was reported the "pump powered down 3 times, over the last few hours, without any alarms, during normal pump operation in the ICU. Pump was exchanged for another." No patient injury or consequence reported. Patient condition reported as "fine". Additional information stated that the pump was in use 12 hours prior to event occurring. The pump is powering down completely and does not issue any sort of warning or alarm prior to powering down. The pump was plugged into wall power and a lightning bolt in the battery icon was displayed. The yellow battery charge indicator light was lit. The second pump functioned with no issues.